Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Autonumber: (B)(4). A query was performed for the reported patient code(s) and reported upn. Based on the event description there were similar complaints reported within the product family. This is an OEM device. A serial/lot number was not provided, therefore, a query of similar complaints for the reported failure mode was not performed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vh-4030 hemopro2 extension cable would not release from the adapter. Inspection showed that the cable mechanism was not working properly.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vh-4030 hemopro2 extension cable would not release from the adapter. Inspection showed that the cable mechanism was not working properly.